Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any defects¿ or malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient was experiencing high impedance and chest pain with stimulation. The event was noted to be related to stimulation and the vns device. Further information was then received that the device stimulation was turned off after this was observed. It was also stated that the cause of the high impedance is currently unknown; the patient did not have any recent trauma to the area and there was no other action that could have triggered the high impedance event. The patient is currently scheduled for a surgical consult. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date

Event description:
It was reported that the patient underwent lead replacement surgery. The explanted device has not been received to date. No other relevant information has been received to date.

Event description:
Additional information was received that the patient's painful stimulation is now recovered/resolved. No other relevant information has been received to date.